Event description:
A user facility clinic manager (cm) reported patient hemodialysis (hd) treatment started and blood was immediately noted coming past the seal of the arterial cap of the dialyzer. Treatment was immediately stopped and the dialyzer was sequestered. Upon follow-up, the cm stated a certified clinical hemodialysis technician (ccht) caught blood seeping before blood had crossed the dialyzer. The seal at dialyzer head was reportedly compromised. Per cm the blood leak was external and occurred at the very start of treatment. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert as the the blood flow stopped before blood crossed rest of dialyzer. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment at arterial side cap past the threads of the cap. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without issue. The estimated blood loss was 30cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a mark resembling damage was observed under the o-ring at approximately 45°, with the ports at 0°, on the cavity ID end. After removal of the header cap, particulate was found within the polyurethane (pu). The particulate resembled cured pu. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: a3

Event description:
A user facility clinic manager (cm) reported patient hemodialysis (hd) treatment started and blood was immediately noted coming past the seal of the arterial cap of the dialyzer. Treatment was immediately stopped and the dialyzer was sequestered. Upon follow-up, the cm stated a certified clinical hemodialysis technician (ccht) caught blood seeping before blood had crossed the dialyzer. The seal at dialyzer head was reportedly compromised. Per cm the blood leak was external and occurred at the very start of treatment. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert as the the blood flow stopped before blood crossed rest of dialyzer. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment at arterial side cap past the threads of the cap. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without issue. The estimated blood loss was 30cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported patient hemodialysis (hd) treatment started and blood was immediately noted coming past the seal of the arterial cap of the dialyzer. Treatment was immediately stopped and the dialyzer was sequestered. Upon follow-up, the cm stated a certified clinical hemodialysis technician (ccht) caught blood seeping before blood had crossed the dialyzer. The seal at dialyzer head was reportedly compromised. Per cm the blood leak was external and occurred at the very start of treatment. The machine, a 2008t, was used and stated the machine did not alarm with a blood leak alert as the the blood flow stopped before blood crossed rest of dialyzer. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines and the patient's blood was not returned. No damage was noted on the dialyzer prior to treatment at arterial side cap past the threads of the cap. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without issue. The estimated blood loss was 30cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.